Manufacturer narrative:
(B)(4). The sample has been received but the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample was received for evaluation. A visual inspection was performed with a damaged cassette noted. Functional testing could not be performed due to the damaged state of the cassette. The reported problem was identified during the evaluation of a separate report but the cause could not be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of the device, it was observed that two ports were broken off of the cassette. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.